Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Visual examination of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge, the potential for forward firing may exist. The fiber proximal to fracture can rotate independently of the metal cap. The glass cap exhibits severe devitrification at output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The metal cap exhibits moderate charred debris adhesion on the surface, indicative of tissue contact. During functional testing with the hene (helium-neon) laser fixture, no signs of breakage were identified along the length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the observed circumferential fracture the reported event is confirmed. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber kept throwing the laser into standby mode and prompting excessive fiber life courtesy messages when there was still fiber life left. It was noted that the tip of the fiber was cleaned. The procedure was completed with a second fiber without patient injury. The fiber was returned for analysis and a distal circumferential fracture that could potentially lead to forward firing was identified.